Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed, and presumed to have been due to improper handling in the form of the application of external and excessive force. There are no countermeasures deemed necessary for this event, because the associated risk is acceptable. The manufacturer will monitor the occurrence rate in the context of the utilized quality management system. If necessary, the manufacturer will take action in the future. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hysteroscope was displaying a blurry image. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the direction pin was found to be missing. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the outer tube was skewed, the image was blurry due to displacement of the lens, and the label of the eyepiece was worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.